Event description:
Reportedly, ventricular lead was implanted on (B)(6) 2024. On (B)(6) 2024, during follow-up the day after implantation, an absence of pacing was observed. After reviewing the x-ray images, it was confirmed that the vega r58 lead was dislodged, so the physician decided to made a reintervention to reposition the vega r58 lead. During re-intervention, it was confirmed that the screw was stretched and dislodged. The screw was retracted and the ventricular lead was repositioned.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As reported, during the follow-up visit one day after implantation, an absence of pacing was experienced and, through x-rays, revealed a ventricular lead dislodgement. However, since neither patient files nor x-rays were provided, the event could not be confirmed on the basis of the data/x-rays. The subject lead was correctly re-positioned at the septum level during the re-intervention performed on 18 january 2024. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.